Event description:
Reportedly, on (B)(6) 2024, a pairing attempt was made between an alizea pacemaker and the smartview connect, which had been upgraded during a follow-up one week after implantation, but the message "setup failed" appears on the screen and the pairing procedure could not be completed.

Event description:
Reportedly, on (B)(6) 2024, a pairing attempt was made between an alizea pacemaker and the smartview connect, which had been upgraded during a follow-up one week after implantation, but the message "setup failed" appears on the screen and the pairing procedure could not be completed.

Manufacturer narrative:
Investigation summary: upon reception the smartview connect was tested and the reported behaviour was not reproduced since the error message was not displayed; however, it was not possible to pair it with a reference implant. In japan, during the initial installation of the application, a certificate is normally sent to the main application. Analysis of the expertise files revealed the absence of a certificate on the smartview connect application. It resulted from a network problem that occurred during the first installation of the application, leading to an incomplete installation of the application and therefore the display of the "setup failed" message. The problem could not be solved because the certificate is only sent once during the first installation of the application in japan. This case is recorded for trending purposes.